Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a trial procedure on (B)(6) 2016 where 2 trial leads (from the same lot) were placed. On (B)(6) 2016 the patient experienced a headache and a cerebrospinal fluid (csf) leak. The trial leads were removed and the issue resolved without intervention.